Event description:
It was reported to conmed that, "fire started in operating room. Unclear as to what failed. Electrosurgical generator being utilized was a erbbe which has been checked and is ok." It was not learned until (B)(6) 2012, that ther was a pt injury associated with the event. Burns resulted to the mouth of the pt. Fire had been put out with saline. When the end-user facility was asked the extend of the pt injuries, treatment if any given to the burns, and outcome of the pt; they replied that they do not feel this pt info is relevant to investigating the device even though I mentioned to the end-user facility that I must report this to the (B)(4) and the FDA in the USA.

Manufacturer narrative:
Conmed is returning the original device. The device is presently in transit between the end-user facility, conmed linvatec (B)(4), and conmed corporation (B)(4). Upon completion of a quality engineering investigation, a supplemental report will be submitted.